Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02242. The pt is implanted with two scs systems. It is undetermined which system's ipg is not communicating with external devices. Both ipgs are being reported. It was reported the pt lost stimulation therapy from her scs system approximately one month ago. The pt stated she attempted to charge her ipg on the left side and it would not communicate with either charger or pt programmer. A sjm representative met with the pt and confirmed the pt's left side ipg does not communicate with external devices. Surgical intervention to address the issue may be undertaken at a later date.